Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the valve got broken during the intervention and another introducer was used. It was reported that jugular vein bleeding occurred but there was no clinical consequence for the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. One used 9 fr ik device was received for evaluation. The device was returned with the dilator. The returned device was decontaminated per terumo medical corporation's policies and procedures. After decontamination, the sheath and dilator were subjected to visual analysis. No visual anomalies were found on the returned dilator. The sheath was then inspected there was no valve present in the sheath hub. The dilator was inserted into the hub to check for the presence of a dislodged valve. No resistance was felt indicating the presence of a dislodged valve. The complaint could be confirmed based on the condition of the returned device. The cause of the dislodged valve is likely related to the operational context of the device as the failure mode could be replicated with off-center removal of the dilator from another 9fr sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.